Manufacturer narrative:
The reported 5.0 twinfix ti anchor, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor and inserter broke during insertion into the patients hard bone. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. Incorrect drill hole size. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
A 5.0mm twinfix ti w/needle assembly was returned for evaluation. Visual assessment of lot 2025180 confirmed the reported complaint. The anchor hex/eyelet is stripped and has damage from what appears to some type of grasping device. The shaft is dramatically bent and twisted. Only the inserter was returned for examination no anchor, suture, needles or the removable section of the handle. The condition of the device indicates it was subjected to excessive force during use. Per the device instructions for use ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a ligament repair in proximal humerus, the device was stripped. Bone was already pre-drilled, but the device was still stripped. The device broke inside the patient and broken pieces were removed with tweezers and pliers. The back up device was used in an additional bone hole and the procedure was completed with no delay or patient injury reported.